Event description:
It was reported that the surgeon was performing a revision surgery to remove the current hardware. The left l3 locking cap would not come out. In an attempt to loosen the locking cap the surgeon damaged two matrix screwdriver blades. He also broke the ratchet handle. After it was obvious that the locking cap was not going to loosen, he decided to cut the rod close to the l3 screw and then spin the screw, locking cap, and rod out of the pt. The surgeon ended up instrumenting the pt with synthes uss from t9 - l4, without placing screws in l1. This is event 3 of 6 for this event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Implant date reported as unk day in (B)(6) 2011. The DHR was reviewed and showed that there were no issues that would contribute to this complaint condition. The product eval visual inspection revealed scratches on the shaft indicating use. This complaint is indeterminate from a mfg standpoint because the damaged portion of the product makes physical dimensional verification impossible.